Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the electrode belt distribution node. The heat shrink was pulled off of the pulse wires inside the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.